Manufacturer narrative:
Since this is a repeat issue with autofill and the pump was checked the day prior to this happening and no issue found every time this occurs with same crew. Customer is requesting no service call on the pump at this time. This appears to be clinical training issue regarding which specific catheter extender to use with different balloons that are in use when they switch out the pumps at various hospitals while performing transports. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that while in flight transport the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm, and the unit had been serviced the day prior. Several attempts were made to start therapy and cycling of the unit on and off but was unsuccessful. The customer noted that a leak test was performed prior to the flight and the unit passed, but after several autofill failures occurred a second leak test was performed on location and the unit failed. The patient was at the hospital awaiting on a second pump that was being flown in to them in order to transport the patient. There was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The investigation of the pneumatic module assy was performed at getinge's national repair center (nrc) per the cardiosave service manual with no visual damage observed. The nrc installed the pneumatic module into the cardiosave test fixture and tested the module to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of too high of a leakage in the pim section of the test. The nrc also observed that the drive manifold test failed. The leak differential test failed at 33mmhg, factory specification is +-10. Drive manifold test failed at 302mmhg, factory specification is +-25mmhg. The pneumatic module assembly failed testing. The nrc will send the module assembly for failure analysis to the production department per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate the fse arrived on site and was able to reproduce the reported issue. The fse ordered the drive manifold and pneumatic module assembly and would return at a later date once the parts were received. Subsequently, the fse returned at a later date and replaced the drive manifold due to the iabp unit failing the manifold leak test portion of the diagnostic leakage test. After replacing the drive manifold, the issue persisted and did not change. The fse then returned at a later date and installed the pneumatic module assembly. The repair was completed and a full calibration, functional testing and safety checks were performed and passed to factory specifications. The iabp unit was cleared for use and returned to the customer. It is expected that the suspected faulty drive manifold assembly, pressure transducer, and pneumatic module assembly will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.